Event description:
It was reported that during a laproscopic gastric bypass, the cartridge did not contain any staples. The jejunojeunostomy was hand sutured. The case was completed with a similar device with no patient consequence.